Event description:
A charge sheet was submitted with a wasted shim. Upon follow up with the rep, it was communicated that a flarehawk shell had been implanted without the shim. No additional information at this time. Additional information received on 08-21-2025: per rep: the only information I have on this particular case is that the shim didn't lock and dr lee opted to fill the shell with a biologic and treat the shell-like it was a static tlif implant.